Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device loses pressure with power at 2.5 and the device only goes as low as 15cm h2o on the mean airway pressure setting on the 3100 a ventilator. At this time, there is no information regrading patient involvement associated with the reported event.